Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient approximately four weeks post implant that they experienced an allergic reaction. The incision was reported to be seeping and there was a rash on the neck and around the incision. The patient also reported the "breast was so itchy" antibiotic treatment was administered. The pacing system remains in use. No further patient complications have been reported as a result of this event.